Event description:
Additional information received from the healthcare provider (hcp) reported the consumer died in the hospital due to respiratory and cardiac failure. No autopsy was done per the consumer's family's request, but the death was not thought to be related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0q1gg, implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported via the manufacturer¿s representative (rep) they underwent a successful trial and went on to permanent implant. After implant they were unable to feel stimulation even after they were given advanced settings and stimulation was turned all the way up to 8.5 volts on all four electrodes. An impedance test was performed with all normal results. As a result a lead revision was planned. The consumer underwent a lead revision on (B)(6) 2016 which ¿went fine.¿ the consumer had light mac sedation during surgery and the doctor was speaking to the consumer through the procedure asking them where they felt stimulation. Once the lead was placed appropriately, the anesthesiologist gave them a little more sedation while the doctor closed the incisions. During this time the consumer became unresponsive and suffered respiratory failure so they were rolled over and chest compressions were initiated. Following this, the consumer was admitted to the intensive care unit and died on (B)(6) 2016. According to the rep. None of the manufacturer¿s devices led to this event, the consumer was 96 and suffered respiratory failure at the end of the procedure while the doctor was closing the incisions.